Manufacturer narrative:
It was reported that the fp arm allegedly broke and possibly damaged the video cable. A stryker field service technician (sfst) went and evaluated the issue. A new flat panel spring arm was installed. The old spring arm was removed, and the sfst is attempting to locate it and have it shipped back for further investigation. There were no injuries or adverse consequences reported. A supplemental MDR will be filed if deemed necessary pending conclusion of the stryker quality engineer's investigation.

Event description:
It was reported that the fp arm allegedly broke and possibly damaged the video cable. There were no injuries or adverse consequences reported.